Event description:
Consumer was riding his unit outside when he had a ms episode and had no control over his body allegedly causing him to fall out of the unit.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.